Event description:
Additional information received reported that the patient¿s leg used to be so stiff that they would not move. The cramp sometimes caused the patient to be not able to move and he could not sit up.

Event description:
Additional information received reported that the patient continued to have pain/cramping over the pump pocket site. The patient had been back to see the pump management healthcare provider (hcp), however, no intervention was performed regarding the pocket pain. The pump was refilled and the hcp indicated that the pump "looked good". As of the report date, the pocket site was still "hurting real bad" when the patient sat up, however, there was no pain present upon lying down. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient missed a refill appointment in (B)(6) 2011 and had not scheduled a refill appointment since. Beginning in (b)(64) 2012, the patient heard a critical alarm; telemetry not yet performed. The patient presented to the emergency room when he started to hear the pump alarming. He was sent home as "they don't deal with the pump". The patient was not given oral medications and no refill was done at this time. Since the patient's surgery in (b)(64) 2011, he has experienced pain at the pocket site with cramping on the right side where pump was located. He also noted acute pain in the lower back; his back was "hot and irritated." The patient had tried to call the health care provider who was doing the refills at the time, but "never got a call back." The patient had gone back to the ER about 2 weeks ago for the pain at his pump site. He was again sent him home; and it was recommended to him that he contact his pain hcp. The pump contained baclofen. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2009, product type catheter.

Event description:
Additional information: it had been over a year since the patient's pump was filled, with the last occasion having occurred on (B)(6) 2011. The patient had missed numerous appointments and had an "unusually large number of appointments to see neurology". The patient's (B)(6) 2011 pump refill appointment was cancelled. A healthcare provider believed that the patient was in a long-term facility or a nursing home type setting due to multiple severe issues.